Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high mg/dl due to needing settings adjustments. High bg was addressed with a correction injection via manual daily injection and changed ifs. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.